Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for an unknown procedure. It was reported that the gantry was stuck closed around the patient. The pendant displayed that the door was open even the door was closed. The door open button was unresponsive. It was noted the issue occurred after all the scans were taken and after surgery was completed. Troubleshooting involved rebooting but the pendant continued to display "door open" and the gantry would not open. The yellow override button was not able to open the gantry. Manual opening of the gantry was required to open the gantry from the patient. No complications were reported/anticipated.